Event description:
The customer initially reported that their device was displaying its low charge-pak indication. After an initial evaluation of the device, it was observed that the device had internal electrical leakage which causes depletion of the internal hlc batteries. This will likely lead to the device not having the ability to function. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl10 from the analog pcb assembly. The electrically leaky filters causes the internal hlc batteries to deplete.the customer recevied a replacement device.